Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, increased pacing impedance and loss of capture were noted on the right ventricular (rv) lead from (B)(6) 2019. The patient stated they had a fall, unrelated to their cardiac system, and began physiotherapy. Episodes of noise resulting in oversensing were also noted on the rv lead. Provocative and isometric tests were performed and lead noise was reproduced. An x-ray was performed revealing no anomalies. Technical support was contacted and recommended a revision procedure to resolve the event. A revision procedure is anticipated but not yet scheduled. No intervention has been performed at this time and the patient was stable when leaving the clinic.